Manufacturer narrative:
Additional information: product event summary:the device was returned and analyzed.analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Device had not yet triggered recommended replacement time (rrt) most recent battery measurement from (B)(6) 2016 was 2.796v with a mean expected remaining longevity of 1.96 months. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had unexpected battery longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.